Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for chol2 cholesterol gen.2 (chol2), hdlc3 hdl-cholesterol plus 3rd generation (hdlc3), and trigl triglycerides (trigl) on a cobas 6000 c (501) module. The erroneous results were reported outside of the laboratory. The initial chol2 result was 4 mg/dl, the initial hdlc3 result was 3 mg/dl and the initial trigl result was 9 mg/dl. All 3 results were released from the laboratory, but were caught and corrected almost immediately. The repeat chol2 result was 179 mg/dl, the repeat hdlc3 result was 86.5 mg/dl and the repeat trigl result was 132 mg/dl. No adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer has already replaced the sample probe and has not had any further problems. The customer has discarded the sample probe that was in use at the time of the discrepant results. The customer declined a service visit.

Manufacturer narrative:
A specific root cause was not identified. Based on the information available for investigation, the event is most likely due to a pre-analytical issue such as a partially blocked sample probe (micro-clots or fibrin), a misaligned cup or tube or a misaligned sample cup on a tube. The customer has not had any additional issues.